Event description:
A 3.5mm diameter by 12mm length s670 stent delivery system was inserted to treat a lesion in the obtuse marginal coronary artery. During the attempt to advance the stent to the distal target lesion, the stent reportedly dislodged in the proximal vessel. The stent was snared and pulled to the distal end of the femoral sheath, however, attempts to pull the stent into the sheath were unsuccessful. The stent subsequently dislodged into the vascular profunda, and there were no further attempts to retrieve the stent. The target lesion was successfully treated with the deployment of two add'l stents. The pt was reported to be stable post procedure and there was no add'l clinical sequelae reported related to the event. Stenosis in the proximal vessel likely contributed to the stent failure.